Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "door jammed" alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unk since the item was found during evaluation of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The door jammed alarm was confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The lower auxiliary assembly, machined door, door latch hook and upper auxiliary assembly were replaced.